Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) touch screen not properly recognizing when being pressed. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit unable to add below details: e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d1 (brand name), d4 - (version or model #, catalog #, unique identifier (UDI) #).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g4 (PMA/510(k)#). It was reported that during use the cardiosave intra aortic balloon pump (iabp) touch screen not properly recognizing when being pressed. Other portions of the screen recognize being pressed consistently, however, the iab fil key not consistently working. They switched out the pump and sent this pump to biomed for service. There was patient involvement however, no adverse event reported. No repair information available. In future if we receive any repair information will reopen and update the investigation.